Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm and had home patient (hp) cycle power two times to clear it. The tsr then explained that the supplies were compromised. The hp stated that she was in the drain right before her last fill. The tsr explained that hp can finish manually or start over with new supplies. The hp would finish manually. The tsr advised the hp to call registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood the explanations, cleared the alarm, would finish manually and call rn. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance spoke with the home patient (hp) in (B)(6) on (B)(4) 2012, regarding a system error 2240. The hp reported that they disconnected after the alarm and finished draining with manual supplies. The hp stated that they forgot to mention to their registered nurse of the incident. The hp stated that she has been able to continue therapy on the hc since then and did not know the cause of the alarm. Per the hp, there were no loose connections, unintentional disconnections or defects on the supplies that might have caused the alarm. Per hp, they did not have any injury or harm as a result of this incident. The hp stated that they are doing fine and continuing therapy without issues. The hp stated that they had a reload the set alarm but they started over with new supplies and everything went okay ((B)(4)). The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.